Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 600 mg/dl. To address bgs, the contact administered a manual injection. Reportedly, the customer alleged belief that the pump was not delivering insulin. System check was performed with tandem technical support and verified that the tubing had not been primed. Reportedly, the customer did not observe drips coming out of the end of the tubing. During troubleshooting with tandem technical support, the customer accidentally selected to change the cartridge, and received a minimum fill notification. A new cartridge was loaded successfully and insulin delivery was resumed.